Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that previously, this pacemaker showed one and a half years remaining longevity with a magnet rate of 85 pulses per minute (ppm). During the recent device check, the device had reached end of life (eol). Boston scientific technical services (ts) discussed possible reason for this issue and suggested programming options. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.